Manufacturer narrative:
The device has been rec'd for evaluation; however, device evaluation is not yet complete. A f/u MDR will be filed.

Event description:
Rec'd info regarding a separation between the patient line (pigtail) and the luer lock. Customer's blood glucose level was not impacted.